Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. There was contrast in the inflation lumen and the balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 3cm distal of the proximal markerband was revealed. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% in-stent restenosed target lesion was located in a non-bsc stent in the moderately tortuous and severely calcified superficial femoral artery. After a guide wire crossed the lesion, a 6.0mmx220mmx150cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, when pressure was applied, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a 6mm x 15cm non-bsc balloon catheter. There were no patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% in-stent restenosed target lesion was located in a non-bsc stent in the moderately tortuous and severely calcified superficial femoral artery. After a guide wire crossed the lesion, a 6.0 mm x 220 mm x 150 cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, when pressure was applied, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a 6 mm x 15 cm non-bsc balloon catheter. There were no patient complications reported.